Event description:
Pt states that infusion pump worked well until approximately nine months after implant, when the pt states he felt the pump "surge" and pt received an overdose of drug. The pt's medication was changed in the pump, as was his dosage. Finally in either october or november of 1997, the pump stopped. A new device has been implanted, and the previous pump has been sent to the MFR for analysis.

Manufacturer narrative:
07/02/1998: h6 - primary finding of device analysis indicates no device failure, no anomaly found. The deivce was placed in extended testing over a 49 day period in an attempt to duplicate the reported complaint. Acceptable infusion rates were seen during this time period, with no surging noted.